Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to a flattened button dome switch. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery, followed by a button error a few days after. The customer did not recall the blood glucose reading. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-02389.